Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated she has had some high readings (values not provided), but she does not believe it is related to her infusion device or any of her products. She stated, she believes it is a part of her diabetes. She also stated that her infusion sets do not stick well to her body and she uses tegaderm to keep them secure. She also stated the motor on her infusion device is a little loud, but the device and motor are both functioning properly. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.